Event description:
Had emergency lap band removal surgery due to bad slip of band. Was unable to swallow food or water. Had been banded for about six years at the time, and spent the majority of that time forcing myself to throw up food that had gotten stuck in the stoma and would not budge. Visited the emergency room twice due to food getting stuck and the band swelling, making it impossible to swallow food or water. Lost about (B)(6) lbs, gained it all back and more after removal.